Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure implant detached") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral fallopian tubes removal and curettage of uterine cavity performed). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure implant detached") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral fallopian tubes removal and curettage of uterine cavity performed). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and ther non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.